Event description:
It was reported that the anesthesia workstation generated a technical error code indicating a safety valve failure. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated on-site and the inspiratory pressure transducer pcb's was found faulty. It was replaced and returned for investigation. Our investigation of the returned inspiratory pressure transducer pcb found no visual deviations or damages. Simulated use testing of the returned pcb could not reproduce the reported failure. The system checkout was successful and test in ventilation mode for five days was performed without any deviations. Evaluation of the received device logs confirmed the reported technical error indicating that the safety valve was open. The log also shows that the pressure transducer test failed due to the measured zero pressure offset for the inspiratory pressure transducer had drifted and exceeded the allowed limit (± 300 mv from factory default). The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion, even though the fault was not reproduced during test, is that the inspiratory pressure transducer pcb was the cause of the reported failure.

Event description:
Manufacturer's reference #: (B)(4).